Event description:
(B)(6) v-go rep, called in with the patient to report that the needle button released after several hours of wear on approximately ten v-go 20 devices all from the same box. Patient confirmed that the needle button was pressed properly. The v-go devices in question are not available for collection.